Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor delivers monophasic pulse) has been confirmed. Upon investigation, the monitor delivered a monophasic pulse and displayed a service code 204 (belt/monitor unusable) and a service code 105 (pulse test relay stuck). The cause for the failure was the q12 and q16 insulated-gate bipolar transistors (igbts) were shorted on the defibrillator pca, allowing high voltage to travel to low voltage circuitry. Additionally, the u409 can transceiver on the computer/analog board was shorted. The root cause for the shorted igbts was unable to be positively identified. The root cause for the shorted u409 transceiver could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a monophasic pulse.